Manufacturer narrative:
A reagent replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron cx/lx alkaline phosphatase (alp) cartridge was leaking at the seam. No injury was reported for this event.